Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample and photo were received for evaluation. The photo was visual inspected and the peristaltic tubing was detached from the black connector. The sample was functionally and visually inspected and there were no issues found. The silicone tubing did not detach from the black connector. A possible root cause can be due to over stretching the tubing. Over stretched tubing can provoke detachment. A quality alert was generated to notify manufacturing personnel about this issue. No corrective actions will apply since failure mode was not confirmed as manufacturing related. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with a spike set. The customer reports that the line was primed with tube feed. It was attached to the kangaroo pump and the tubing disconnected on the wheel when the pump started. The black retaining disc disconnected from the peristaltic tubing that wraps around the rotor. This left the tubing in two pieces. The feed stopped as a result. There was no medical intervention required and no harm to the patient. A new set was reconnected to feed the patient.